Manufacturer narrative:
It was reported that the end-user experienced a fall while he was sitting inside of his garage and in the wheelchair. Details regarding the fall incident were not provided to the manufacturer. Reportedly, the back wheels of the wheelchair were "in the air" and did not make contact with the surface of the garage floor. After the fall, the end-user was taken to a local hospital where he was admitted for six (6) days. After this hospital stay, he was admitted to a rehabilitation facility. No information regarding diagnostic exams/results, medical treatments, or diagnoses were provided to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported hospital and rehabilitation facility admissions, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a fall and was admitted to a local hospital.